Manufacturer narrative:
Medical device brand name: bd angiocath¿ IV catheter 22 g x 1". PMA / 510(k)#: k950301.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that crystals were found in bd angiocath¿ autoguard¿ shielded IV catheter 22 ga x 1.00 in 0.9 x 25 mm during use. No report of serious injury or medical interventions reported.